Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102, charge/discharge profile faults) was confirmed. Upon investigation, the monitor displayed a service code 102. The cause for the service code 102 was isolated to the j1000 jumper. The jumper was defective. The root cause for the defective j1000 jumper was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was causing a service code 102 and charge/discharge profile faults.